Event description:
A customer's family member reported receiving inaccurate blood glucose tests. Customer rec'd readings of 121 mg/dl compared to a lab reading of 295 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Although the customer had been seen by a dr. And diagnosed with hyperglycemia, no treatment outside of her normal diabetes regimen was reported. The dosage of her regular medication was adjusted. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The f/u report will be sent when investigation results are available.